Event description:
It was reported that the device was explanted after implant duration of zero days, due to sizing issues. Information learned per response from the health care provider. It was additional reported that a second device was explanted, model #3000tfx. Refer to MFR #6000002-2008-09407.

Manufacturer narrative:
Device not returned.